Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a failed battery test alarm on the insulin pump. Customer stated that the bolus stopped and they were able to clear the alarm. Customer's blood glucose reading at the time of the call was 315 mg/dl and has treated with the insulin pump. No further information reported.